Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the customer called the technical support engineer (tse) and stated that the prograsp forceps instrument broke while inside the patient cavity. The customer stated that they were able to recover all the pieces of the instrument. The procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. Grips and other components adjacent to the dislodged pin did not show damage.